Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that for the last 3 months, every time they moved a certain way, they would feel an electric shock. The patient stated that they thought it was normal and that it had been going on for some time, since the beginning of 2024 but that it started happening a lot more often and that they turned the therapy off at the end of february because around the same time the shocking started, they were starting to have accidents. Patient stated they had to be very careful when they walked and very careful not to lean up against the implanted stimulator. Patient stated the shocking stopped while the therapy was off but then they were having a lot of accidents at work and they became so aggravated with having so many accidents and having to change so many pads that they decided to turn the therapy back on because they'd been going to the bathroom so much that they didn't want to have to wear a pad all the time. Patient services reviewed stimulation considerations and the possibility for positional stimulation however the patient should not be experiencing shocking. Patient services also reviewed the implanted battery longevity considerations with the patient and suggested the device could be near end of life. Patient also asked patient services if it was normal to have loose stools from the therapy because they had been experiencing loose stools as well. Patient services redirected the patient to follow up with their health care provider (hcp) about their concerns and to check the implanted system however the patient stated it had been a long time since they'd seen their hcp and that they thought the hcp was no longer at the practice they went to. Patient services sent the patient physician listings at the patient's request and also reviewed with the patient they could try different settings in the meantime and redirected the patient to call back for assistance if they decided to switch to a new program setting. Physician listings were sent to the patient and the patient was going to follow up with an hcp to discuss their concerns and to check the implanted system.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.